Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraine"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2018, hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, vaginal discharge, dyspareunia and vaginal haemorrhage had resolved and the autoimmune disorder, migraine, headache, weight increased and dysgeusia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that patient did not underwent essure confirmation test (discrepancy noted). Current weight 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: reporters details and patient demographics were added. Added events abnormal bleeding (vaginal), weight gain, other injury(ies) or complication (s) please describe: metallic taste in mouth, hair loss. Updated outcome of event vaginal discharge and abnormal bleeding (vaginal) as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2018, hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia and dyspareunia had resolved and the autoimmune disorder, vaginal discharge, migraine and headache outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dysmenorrhea (cramping),pelvic/abdominal, back, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), autoimmune disorder, vaginal discharge, migraine, headaches. Event outcome was updated for the events: dysmenorrhea, pelvic/abdominal, back, dyspareunia, menorrhagia. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.